Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products were discarded by the facility and was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5146611/7050387. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5119271/5121051.